Event description:
It was reported to philips that the ippc was unable to bootup. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was not in clinical use at time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. A review of the system logfile confirmed the malfunctioning of the frontal ip-pc. Upon functional testing, the fse found issue with ippc power supply causing the ippc boot up issue. To resolve the reported issue, the fse repaired the power supply in ippc. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.